Event description:
It was reported to philips that the system could start up the operating software. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. The philips field service engineer (fse) visited the site and confirmed that the system could start up the operating software. The fse reviewed the log files and identified errors stating that stand movement is unavailable and no voltage output. The fse confirmed that the direct current power supply (dcps) was defective, as it had no output. The dcps was replaced and returned for evaluation. The root cause of the dcps failure could not be conclusively determined through the supplier part analysis. However, the replacement of the dcps by the field service engineer resolved the reported issue and restored system functionality. Following the replacement, the system was verified to be operating correctly and was returned to use in good working condition. The codes were updated based on the investigation outcome the FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.